Event description:
The customer alleges that it was impossible to insert the epidural catheter through the needle. The catheter was replaced through the needle. The catheter was replaced and everything worked perfectly afterwards. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.